Manufacturer narrative:
The device has been received and evaluation still ongoing. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2014-00850 and 00851) submitted for devices related to the same event.

Manufacturer narrative:
The reported event indicates an issue with the performance of a battery. The device was exchanged without incident and there was no reported patient injury. Visual and functional examination of batteries (B)(4) were not conducted as testing and investigation of similar battery performance issues was performed under an internal investigation. However, a review of the controller log files confirm the reported event as a critical battery alarm. Analysis of the controller log files revealed a communication anomaly between the battery and controller; this indicates that the most likely root cause of the event is a communication issue between the controller and the connected battery. An internal investigation (CAPA) has been opened to address the issue. This is one of two reports (3007042319-2014-00850 and 3007042319-2014-00851) submitted for a device related to the same patient.

Event description:
Approximately three years after hvad® implantation, it was reported that the patient experienced "critical battery" alarms and that two batteries were depleting concurrently while connected to the controller. Preliminary log evaluation confirmed two "critical battery" alarms on the reported event date as well as a loss of power six days prior to the reported event. The batteries were replaced. There was no reported patient injury as a result of this event and the patient is reported to be stable.